Event description:
During omega twin hook surgery, the surgeon turned the t-handle to push out the hook. Although hook was pushed out, the t-handle continued turning and the tip of the inner introducer was broken. The surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During omega twin hook surgery, the surgeon turned the t-handle to push out the hook. Although hook was pushed out, the t-handle continued turning and the tip of the inner introducer was broken. The surgery was completed.